Manufacturer narrative:
No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels between 270-450 mg/dl. The patient was correcting those elevated levels via his infusion device. On (B)(6) 2013, he reported that his blood glucose level was elevated over 500 mg/dl and he was unable to correct it with the infusion device even after changing all the device's accessories. The patient thinks the infusion device delivers too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.